Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms, but further review showed the values had abruptly risen in recent months. The patient was brought in for further evaluation and isometrics, range of motion, and pocket manipulation were performed. No noise or change in impedances were noted. At this time, the system remains in service and the patient will continue to be monitored. The rv lead is another manufacturer's product. No adverse patient effects were reported.